Event description:
Customer reported a smartsite primary IV infusion set was being primed by the nurse. When the nurse went to load the IV tubing through the pump she noticed the tubing was leaking near the top of the connector that is fed through the pump. The tubing was not connected to a patient. There was no patient harm and no medical intervention was required. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The customer's complaint of set leak was confirmed. Visual inspection revealed a 0.0754 inch long tear in the silicon segment near the upper fitment. Microscopic inspection showed two crush marks to the upper blue fitment. No other anomalies were noted on the set. Functional testing was performed and a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicon segment. The cause of the tear is unknown. Conclusions: no available code for undetermined or unknown cause.